Event description:
It was reported that the patient underwent a pump implant on (B) (6) 2010. The concentration of morphine was 2 mg/ml; dosing was begun at 1 mg/day. The patient "became somnolent this morning and received narcan". The pump rate was turned down to minimum rate (0.0122 mg/day). Final patient outcome was not reported.

Manufacturer narrative:
(B) (4).